Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. (B)(4) lot unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient presented with a left intertrochanteric fracture on (B)(6) 2014. Patient underwent open reduction and internal fixation (orif) of left trochanteric femoral nail (tfn) and helical blade on (B)(6) 2014. Patient reported pain over the helical blade implant area on (B)(6) 2015 and was returned to surgery on (B)(6) 2015 where the helical blade was removed and replaced with another helical blade. Patient returned on (B)(6) 2016 reporting pain in the left knee. Surgeon established a non-union at the base of the femoral neck intertrochanteric fracture and noted the nail was broken where it intersects with the helical blade. Patient was again returned to surgery on(B)(6) 2016 where all hardware of the left femur was removed. Procedure was completed successfully with no delay and no harm to patient. Patient was revised to hemiarthroplasty on (B)(6) 2016. This report is for the exchange of the helical blade on (B)(6) 2015. The revision of tfn on (B)(6) 2016 is addressed in linked (B)(4). Concomitant devices reported: trochanteric femoral nail (part 456.483s, lot 7491378, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A DHR was attempted on part #04.038.305s, lot 2640314. No DHR review can be conducted since the lot number provided is either incorrect or incomplete for this part number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.